Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with an active driveline power fault alarm although the pump was still running and did not stop. The patient stated the alarm started on (B)(6) 2026 when they dropped their system controller. Log files were sent for review. The event log captured driveline power faults all throughout the log file. The modular cable and controller would need to be exchanged if the patient could tolerate a brief pump stop. Log files were submitted after the controller and modular cable exchange. The recorded data indicated that the system was functioning as expected. The image of the old modular cable connector appeared to show that there was some buildup of foreign material.